Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized several weeks ago. Customer's blood glucose during the time was unknown mg/dl. The customer stated that she put mor ebasal since several weeks. The customer reported also that in 4 time she change basal rates, the pump note modification registered but when the customer controlled the modification are not register. The customer insulin pump was exchange.